Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm in 2004. The pt had a history of bilateral carotid endarterectomy, very advanced arteriosclerotic aneurysmal and peripheral arterial occlusive disease, and "nicotine" abuse. The pt's iliac vessels were reported to be heavily calcified. It was reported that due to heavy calcification of the femoral arteries the decision was made to make a conduit to the right iliac artery and use an iliofemoral graft for access. The procedure would be modified to create an aorto-uni-iliac stent graft with femoral-femoral crossover. During cutdown multiple lacerations of the common iliac artery occurred due to the removal of heavily calcified plaque. These lacerations were sutured to control bleeding. It was reported that the bifurcated stent graft was deployed above the renal arteries and was then pulled down into position. Angiogram demonstrated that the stent graft covered both renal arteries. A 22 mm noncompliant balloon was inflated in the aorta and the stent graft was pulled down below the left renal artery. Two 24 mm diameter x 3.75 cm length aortic extension cuffs were then implanted inside the bifurcated stent graft to create the aorto-uni-iliac stent graft. It was reported that angiography demonstrated that the left renal artery remained occluded. Access was gained via the left subclavian artery and the physician attempted to place a stent into the left renal artery. Multiple unsuccessful attempts were made. Access was then attempted by passing a 4 mm x 2 cm balloon between the stent graft and the aorta. The left renal artery was successfully stented. Completion angiogram demonstrated that the left renal artery had excellent flow and the right renal artery had minimal flow. It was reported that due to the significant amount of procedure time the decision was made to leave the pt's right renal artery untreated. The procedure was completed and the pt left the recovery room in critical condition on a ventilator. Total procedure time was approximately 6 hours. The pt was reported to have lost 1400 cc blood due to multiple access sites, lacerations in the peripheral vasculature, significant procedure time and the amount of heparin given. The pt was also reported to have continued bleeding post-operatively. The pt was reported to have expired the following day due to multi organ failure.